Event description:
It was reported that a user of the ilet with flex experienced prolonged hyperglycemia beginning overnight and persisting until support was contacted, with the highest reported glucose of 378 mg/dl and concurrent readings of 273 mg/dl (sensor) and 251 mg/dl (fingerstick) during the call; the user is new to the system, has pancreatic cancer, abdominal scar tissue, and had performed a supply change in which the cannula was reportedly filled before insertion, after which customer care provided stepwise education and guided a full supply change. Symptoms included hyperglycemia. Outcomes included ongoing monitoring at home without alarms, alerts, hospitalization, or additional medical intervention reported. Investigation included product use review and troubleshooting with education. Investigation of this case revealed use-related issues with the infusion set change workflow, with no evidence of a bent cannula upon removal and no device alarms, suggesting an infusion delivery issue could not be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.